Event description:
It was reported by the end user that cardiosave intra aortic balloon pump's (iabp) lower front compartment torn off from chassis. There was no patient involvement.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b3, b4, d8, d9, g1(contact person- mfg site), g3, g6, h1, h2, h3, h6 codes(investigation types, findings, conclusion, components. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the storage bins chassis. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.